Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: customer states that the nurse reported that the pump was programmed to infuse at 100ml/hour but when she returned to the room 20 minutes later the entire 1000ml bag had infused. Customer states that the IV was sodium bicarbonate (nahco3) and that from his evaluation of the pump logs leads him to believe this was a clinician error. "

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). Investigation results: the reported issue was not present during investigation. Volumetrics of 250ml/hr and 25ml tested in spec at 24.6ml or 98% of expected volume. Volumetrics of 50ml/hr and 17.32ml (dl: nahco3) tested in spec at 17.0ml or 98% of expected volume. Perform preventive maintenance service. Log review shows on 8/1/2022 and 11:59am a piggyback start of 50ml/hr and 1000ml (dl: nahco3; dose rate 1meq/hr, with a primary set-up of 100ml/hr and 30ml; dl: IV -plain). At 12:21pm piggyback infusion was stopped with a volume infused to 17.32ml. No further infusions took place that day.